Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation of an ultrasound guided navarre opti drain drainage catheter placement procedure, the length of trocar needle was allegedly shorter than catheter. The procedure was completed by using another device. There was no patient contact.

Event description:
On (B)(6) 2025, during preparation of an ultrasound guided navarre opti drain drainage catheter placement procedure, the length of trocar needle was allegedly shorter than catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8fr navarre drainage catheter was returned for evaluation, and six electronic photos were provided for the review. The photos show a partial view of the drainage catheter with the inner stylet visible at the distal end, and the gtin barcode label is visible in the background. Another photo provides a complete view of the removed inner stylet from the loaded cannula and catheter placed on the table. Visual, functional and dimensional evaluations were performed on the returned device. The complaint sample appeared to have residue throughout. The inner stylet and cannula were locked into place. The cannula and catheter were locked into place at the catheter hub. The distal tip of the stylet was noted at the distal end of the catheter. The device did not appear pigtailed at the distal end of the catheter. Pigtail thread was noted throughout the catheter. The manufacturing review states that the reported issue is inconclusive as it was not possible to determine the required dimensions due to the seal base adapter and cannula luer being shattered. The investigation is inconclusive for reported for nonstandard device issue as the exact dimensional observation cannot be performed due to shattered seal base adapter and cannula luer. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.